Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence because the aus was not functioning properly. A surgical procedure was performed during which the physician confirmed that the pressure regulating balloon (prb) had a hole in it, causing a loss of pressure and impeding the device from working as intended. The existing device was explanted and replaced with a new aus. There were no further patient complications.